Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-11, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (1,000 mcg/ml, 498.3 mcg/day) and bupivacaine (10 mg/ml, 4.983mg/day) via an implantable pump for non-malignant pain. It was reported the patient has not had much pain relief. The rep did not know when the lack of pain relief began and reported the hcp told her they have increased the patient's dose multiple times. The rep was scheduled to attend the catheter revision today ((B)(6) 2019), and when the hcp got in there, he aspirated through the catheter aspiration port (cap). The hcp got about 0.3 ml, then an additional 0.2 ml. The hcp decided to proceed with the dye study with the catheter volume being 0.222 ml. The hcp did the dye study and found that there was not any dye at the tip of the catheter, but there was dye shown in the spinal region and believed it was still intrathecal. The hcp decided the risk vs. Benefit of explanting the catheter was not worth it and decided to refill the pump. The hcp sent the aspirated content to the lab to verify if the liquid he aspirated was cerebrospinal fluid (csf) or drug, and once they get that information, he will decide if he wants to do a catheter revision. For now, the hcp increased the secondary drug concentration (bupivacaine 10 mg/ml at 4.983 mg/day to 15 mg/ml at 7.4745 mg/day) and the rep was calling to find out how to do a modified bridge bolus after prime was complete. On 2019-nov-18, additional information was received from the manufacturer representative (rep). Clarification regarding the "catheter revision" on (B)(6) 2019 and what actions were taken was requested. The rep stated, the pocket was opened and the pump was taken out. At that time, the surgeon aspirated the catheter and did the dye study. Based on those results, he did not revise the catheter and the pump was filled with medication, primed and put back in.